Event description:
A (B)(6) male pt contacted zoll customer support to report that the response buttons will not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. As received, the response buttons would not activate the device. The cause for the inability to activate the device is an unresponsive front response button. The root cause for the unresponsive front response button cannot be positively identified but is likely a defective switching mechanism. No adverse event resulted from the defective response button. The pt received a replacement monitor.